Manufacturer narrative:
A request for the return of the device has been made. The pump is enroute to the baxter pal lab for evaluation. A follow up report will be filed upon completion of an evaluation or if any additional information is obtained.

Event description:
The baxter sales representative reported that the facility had contacted him regarding a colleague triple channel upgraded loaner pump, where all three channels failed during use on a patient in ICU. The patient was receiving levophed, epinephrine, and dopamine (concentration, dose, rate, and volume unknown) after open heart surgery. The blood pressure was originally in the 90/100's and dropped into the 60/70 range. It is unknown what intervention was provided to restore the blood pressure. The pump was replaced. This was the 2nd pump utilized on the patient on the same date.